Event description:
It was reported that the insulin pump alarmed no delivery while filling his reservoir. The blood glucose reading was 116 mg/dl. Advised the customer to run manual prime. Insulin did exit and the insulin pump did not alarm no delivery. The insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).